Event description:
The initial reporter received questionable alb2 albumin gen.2 results for an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter stated they have been receiving erroneous qc and questionable patient results from the module. The results were reportedly normal upon rerun. The reporter was able to provide one example of a discrepant result. The initial result was not reported outside of the laboratory. The initial result was 70 g/l. The repeat result was 40g/l. The reagent lot number is 648187. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found that the acid wash tubing in one of the rinse stations was split and leaking. He then trimmed it back and refitted the tubing. He replaced the gear pump head which he found to be overdue for replacement and verified that the gear pump pressure was within specifications. He checked the laundry levels and found the cell blank too low. He then adjusted the cell blank levels and verified that the levels were within specifications. He noted that the vacuum system was working but there was water in the main degasser tank. He made adjustments and performed instrument and mechanical checks with successful results. The customer performed calibrations and qc with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.